Event description:
Information received by medtronic indicated that the insulin pump had a crack at the battery. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked retainer, battery tube threads - cracked, cracked case-corner of belt clip rails and broken belt clip rails. Cosmetic damage was confirmed at battery tube threads and case-corner of belt clip rails.